Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormally heavy bleeding during menstruation and prolonged menses (interpreted as menorrhagia). An uterine ablation was done in an effort to help alleviate or reduce the abnormal bleeding. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menses"), pelvic pain ("pelvic pain / severe pain") and endometritis ("endometritis") in a (B)(6) female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, premature delivery, gestational diabetes, miscarriage, vitamin d deficiency and osteoporosis. Concurrent conditions included obesity, migraine, mastodynia, shortness of breath, dysfunctional uterine bleeding, abdominal bloating, polycystic ovarian syndrome, asthma, neck pain and infection. Concomitant products included metformin since 2004 and panadeine co (tylenol #3) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced device expulsion ("during ablation, physician discovered that one coil had dislodged from fallopian tube and had migrated into the uterus/ device location of device: left side of uterus/ she noticed that the essure device was free floating inside of my uterus."), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), uterine pain ("uterine pain when not menstruating") and migraine ("migraine headache"). The patient was treated with vicodin, vicodin (norco), ibuprofen (motrin), naproxen, ibuprofen, topiramate (topamax) and surgery (uterine / endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, endometritis, vaginal haemorrhage, female sexual dysfunction, headache and alopecia outcome was unknown and the menorrhagia, pelvic pain, device expulsion, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain and migraine had not resolved. The reporter considered alopecia, arthralgia, back pain, device breakage, device expulsion, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: it was reported that in (B)(6) 2013 she underwent an uterine ablation (uterine lining was destroyed in an effort to help alleviate or reduce her symptoms. During procedure, physician had discovered that one of the essure micro-inserts had dislodged from the fallopian tube and had migrated into the uterus). Consumer has not yet undergone surgery to remove the essure and still suffers to this day from the symptoms. Right: 9 coils,left: 2 coils.,patient tolerated procedure well, experienced discomfort with insertion of left micro-insert only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes urine pregnancy test negative. Concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menses"), pelvic pain ("pelvic pain / severe pain") and endometritis ("endometritis") in a 34-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, premature delivery, gestational diabetes, miscarriage, vitamin d deficiency and osteoporosis. Concurrent conditions included obesity, migraine, mastodynia, shortness of breath, dysfunctional uterine bleeding, abdominal bloating, polycystic ovarian syndrome, asthma, neck pain and infection. Concomitant products included metformin since 2004 and panadeine co (tylenol #3) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced device expulsion ("during ablation, physician discovered that one coil had dislodged from fallopian tube and had migrated into the uterus/ device location of device: left side of uterus/ she noticed that the essure device was free floating inside of my uterus."), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), uterine pain ("uterine pain when not menstruating") and migraine ("migraine headache"). The patient was treated with vicodin, vicodin (norco), ibuprofen (motrin), naproxen, ibuprofen, topiramate (topamax) and surgery (uterine / endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, endometritis, vaginal haemorrhage, female sexual dysfunction, headache and alopecia outcome was unknown and the menorrhagia, pelvic pain, device expulsion, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain and migraine had not resolved. The reporter considered alopecia, arthralgia, back pain, device breakage, device expulsion, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: it was reported that in (B)(6) 2013 she underwent an uterine ablation (uterine lining was destroyed in an effort to help alleviate or reduce her symptoms. During procedure, physician had discovered that one of the essure micro-inserts had dislodged from the fallopian tube and had migrated into the uterus). Consumer has not yet undergone surgery to remove the essure and still suffers to this day from the symptoms. Right: 9 coils,left: 2 coils., patient tolerated procedure well, experienced discomfort with insertion of left micro-insert only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes urine pregnancy test negative. Concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Most recent follow-up information incorporated above includes: on 26-jun-2018: medical record received:the event endometritis added. Reporters, concomitant disease, treatment drug, medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menses") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain / severe pain"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), uterine pain ("uterine pain when not menstruating"), migraine ("migraine headache") and device expulsion ("during ablation, physician discovered that one coil had dislodged from fallopian tube and had migrated into the uterus"). The patient was treated with surgery (uterine ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain, migraine and device expulsion had not resolved. The reporter considered menorrhagia, pelvic pain, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain, migraine and device expulsion to be related to essure. The reporter commented: it was reported that in (B)(6) 2013 she underwent an uterine ablation (uterine lining was destroyed in an effort to help alleviate or reduce her symptoms. During procedure, physician had discovered that one of the essure micro-inserts had dislodged from the fallopian tube and had migrated into the uterus. Consumer has not yet undergone surgery to remove the essure and still suffers to this day from the symptoms diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2010: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormally heavy bleeding during menstruation and prolonged menses (interpreted as menorrhagia). An uterine ablation was done in an effort to help alleviate or reduce the abnormal bleeding. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menses"), pelvic pain ("pelvic pain / severe pain") and endometritis ("endometritis") in a 34-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, premature delivery, gestational diabetes, miscarriage, vitamin d deficiency and osteoporosis. Concurrent conditions included obesity, migraine, mastodynia, shortness of breath, dysfunctional uterine bleeding, abdominal bloating, polycystic ovarian syndrome, asthma, neck pain and infection. Concomitant products included metformin since 2004 and panadeine co (tylenol #3) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced device expulsion ("during ablation, physician discovered that one coil had dislodged from fallopian tube and had migrated into the uterus/ device location of device: left side of uterus/ she noticed that the essure device was free floating inside of my uterus."), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 19(B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), uterine pain ("uterine pain when not menstruating"), migraine ("migraine headache") and dysmenorrhoea ("abnormal menstrual pain"). The patient was treated with vicodin, vicodin (norco), ibuprofen (motrin), naproxen, ibuprofen, topiramate (topamax) and surgery (uterine / endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, endometritis, vaginal haemorrhage, female sexual dysfunction, headache, alopecia, dysmenorrhoea and weight increased outcome was unknown and the menorrhagia, pelvic pain, device expulsion, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain and migraine had not resolved. The reporter considered alopecia, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that in (B)(6) 2013 she underwent an uterine ablation (uterine lining was destroyed in an effort to help alleviate or reduce her symptoms. During procedure, physician had discovered that one of the essure micro-inserts had dislodged from the fallopian tube and had migrated into the uterus). Consumer has not yet undergone surgery to remove the essure and still suffers to this day from the symptoms. Right: 9 coils,left: 2 coils.,patient tolerated procedure well, experienced discomfort with insertion of left micro-insert only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes urine pregnancy test negative . Concerning the injuries reported in this case, the following one was reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received: treatment drug added.events added:abnormal menstrual pain and weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy bleeding during menstruation / prolonged menses"), pelvic pain ("pelvic pain / severe pain") and device breakage ("device breakage") in a 34-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced device expulsion ("during ablation, physician discovered that one coil had dislodged from fallopian tube and had migrated into the uterus/ device location of device: left side of uterus/ she noticed that the essure device was free floating inside of my uterus."), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), uterine pain ("uterine pain when not menstruating") and migraine ("migraine headache"). The patient was treated with vicodin, vicodin (norco), ibuprofen (motrin), naproxen and surgery (uterine / endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, device expulsion, back pain, dyspareunia, fatigue, weight fluctuation, arthralgia, uterine pain and migraine had not resolved and the device breakage, vaginal haemorrhage, female sexual dysfunction, headache and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: it was reported that in oct-2013 she underwent an uterine ablation (uterine lining was destroyed in an effort to help alleviate or reduce her symptoms. During procedure, physician had discovered that one of the essure micro-inserts had dislodged from the fallopian tube and had migrated into the uterus). Consumer has not yet undergone surgery to remove the essure and still suffers to this day from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal vaginal bleeding, apareunia, alopecia, device breakage, headaches were added. Lot number added. Lab data updated. Product, treatment, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.